Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that when writer spiked IV bag, the primary tubing set completely disconnected from the drip chamber, causing a small amount of the med to drip onto the floor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. The tubing was separated from the drip chamber. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root causes identified for the separation between the tube and the drip chamber component are as follows: malfunction of the medica solvent dispenser. Inadequate adherence to the established assembly method. To enhance the bonding process, a jig fixture will be added to the current setup used for assembling the drip chamber to the tubing. A device history record review was performed on the possible lot number. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.